Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2013.

Event description:
The health care professional reported a breakdown of the skin flap under the pt's transmitting coil. The device was explanted and the flap was repaired. The child was reimplanted in the contralateral ear.